Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date in 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02515 and 02516.

Manufacturer narrative:
Additional information received noted the best estimate date of event. In addition, information obtained revealed the patient expired. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two devices associated with this event; the associated manufacturer report numbers are 1225714-2014-02515 and 1225714-2014-02516.